Event description:
It is reported the surgeon of the hospital that she was performing a surgery procedure. This procedure took place to change the inlay because of a rupture of the quadipzes fiber. Further she observed that the removed inlay shows discolorations and wear marks. She stated that the inlay has been implanted 5 months ago.

Event description:
It is reported the surgeon of the hospital that she was performing a surgery procedure. This procedure took place to change the inlay because of a rupture of the "quadipzes" fiber. Further she observed that the removed inlay shows discolorations and wear marks. She stated that the inlay has been implanted 5 months ago.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Material analysis was performed on the returned insert and concluded that no material or manufacturing defects were observed. Insufficient medical records were received for medical review. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint databases show there have been no other events for the reported lot ID. Root cause could not be determined with the limited information available at the time of the evaluation. If x-rays, medical records, and operative reports were made available, they could help in determining the root cause of the reported event. No further investigation for this event is possible at this time insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.